Event description:
Boston scientific crm received info that the left ventricular (lv) lead was surgically abandoned due to high threshold measurements. A new lv lead was successfully implanted. No adverse pt effects were reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance, or pt's condition.